Event description:
The report states: incident occurred pre-hospital using proximal tibia site. Driver motor appeared to strain and cease to work. The battery indicator was green, and it was alleged that no excessive force or pressure was put on the driver during use. Another driver was sourced, and the needle was inserted. No other patient details are known at this time. The reporter will find these details upon request. The device was not tested prior to use. The issue is related to the device losing power. The device was treated with clinell wipes between uses.

Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-003150) while applying approximately 8 lbs. Of force on a weight scale (ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 2.34 secs insertion 2: 2.00 secs insertion 3: 2.00 secs hard profile (105 lbs/ft3) insertion 1: 2.85 secs insertion 2: 3.35 secs insertion 3: 3.59 secs the driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the device history record found that the driver passed all the release criteria. The device was released in 11/2011 and is approximately 8.5 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: incident occurred pre-hospital using proximal tibia site. Driver motor appeared to strain and cease to work. The battery indicator was green, and it was alleged that no excessive force or pressure was put on the driver during use. Another driver was sourced, and the needle was inserted. No other patient details are known at this time. The reporter will find these details upon request. The device was not tested prior to use. The issue is related to the device losing power. The device was treated with (B)(6) wipes between uses.